Event description:
It was reported that the patient's vns did not last as long as expected. It was stated that the patient's physicians were suspicious that the vns generator only lasted 2 years before the battery was depleted. The patient underwent vns generator replacement. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. The generator was found on the list of known laser routed devices. The explanted product was received by the manufacturer and is pending product analysis. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event: corrected data: age from 15 to 12 to reflect the correct event date. Corrected data: event date changed to date of manufacture, 03/04/2015. Corrected data: follow up MDR #1 inadvertently did not speak to high impedance.

Event description:
During product analysis, high impedance was seen in internal data from the generator. This high impedance may have contributed to the premature end of life seen on the generator. The high impedance was investigated and reported in mfg. Report #1644487-2018-02000.

Event description:
Generator product analysis was completed. The allegation of premature end of life was duplicated in the product analysis lab. The series resistor voltage, 0.113 mv, showed an out of specification increased current consumption for the generator. It was believed that the trimmed edge of the pcba was disturbed during the open can process, removing the resistive paths established between the copper edges on the trimmed edge of the pcba. The electrical performance of the generator was used to conclude that the observed contaminates on the trimmed edge suggested probable electrical paths, which contributed to the ifi = yes condition and contributed to the increased current consumption. The remaining residual material on the pcba edge after the test tab removal manufacturing process may have been a contributing factor to the reported end of life. No additional or relevant information has been received to date.